Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pen needle was missing label information. The following information was provided by the initial reporter: material no:unknown batch no: unknown. It was reported that the spouse of a consumer wanted to know if pen needles are safe to use. Verbatim: from phone call on (B)(6) 2020 16:40:18: spoke with spouse of consumer. He did not have any additional product information. Wanted to know if safe to use. Stated, he does not think his wife used any of the product but cannot be sure. Email received (B)(6) 2020 08:50:33 - my wife is using the bd ultra-fine mini pen needles (5 mm x 31g). She also has boxes of short (8 mm x 31g) and nano (4 mm x 32g) needles. Are the short and nano compatible, i.e. Can she use these as well as the mini? I should point out that the boxes of short and nano are six years old!!

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was missing label information. The following information was provided by the initial reporter: material no:unknown batch no: unknown. It was reported that the spouse of a consumer wanted to know if pen needles are safe to use. Verbatim: from phone call on 2020-12-30 16:40:18: spoke with spouse of consumer. He did not have any additional product information. Wanted to know if safe to use. Stated, he does not think his wife used any of the product but cannot be sure. Email received¿2020-12-30 08:50:33 - my wife is using the bd ultra-fine mini pen needles (5 mm x 31g). She also has boxes of short (8 mm x 31g) and nano (4 mm x 32g) needles. Are the short and nano compatible, i.e. Can she use these as well as the mini? I should point out that the boxes of short and nano are six years old!!